Event description:
The customer reported that while pipetting an hbc plate on summit the tech observed that the summit did not pick up tips correctly. No error code was generated. No death or serious injury was associated with this complaint.